Manufacturer narrative:
Batch review performed on 07-mar-2024: lot 156356: (B)(4) items manufactured and released on 28-dec-2015. Expiration date: 2020-12-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 7 years and 7 months after primary, the patient came in reporting pain due to a loose cup and the cause is unknown. The surgeon revised successfully the medacta cup and liner with a competitor cup and liner and revised the medacta head with a new medacta head.